Event description:
Litigation alleges that the patient suffered injury and excessive levels of chromium and cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 07/17/2014 - medical records received. Patient revised to address metallosis, joint effusion and osteolysis. Upon revision, 7.5 ml of clear, brownish synovial fluid, villonodular synovitis, an osteolytic cyst, and grade 2 corrosion on the trunnion were noted (though the stem was cleaned and left in situ, upon which a ceramic head was impacted). The asr sleeve is being added to the complaint. This complaint was updated on: 07/23/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 03/31/2014 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info: catalog and lot number. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.